Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the past month she has been experiencing high blood glucose when waking up in the morning. Blood glucose at the time of the incident was 455 mg/dl range. The customer stated she received a no reservoir connected alarm and a no delivery alarm. The customer changed the infusion set and reservoir and treated with a bolus. The customer stated that two weeks back the same thing happened and her meter read high. Troubleshooting was declined. The product will not be returned for analysis.